Manufacturer narrative:
On may 18, 2021, mentor became aware that a date of event prior to the date of implantation was erroneously provided in the initial report sent on (B)(6) 2021. An estimated date of (B)(6) 2012 has been provided. When clarifying information becomes available, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis. Date of event has been updated from (B)(6) 2012 to (B)(6) 2012.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient, who's undergone primary breast augmentation with two 450cc mentor memorygel breast implants, suffered drooping and sagging implants, post-procedure. As a result, the patient underwent surgical intervention on an unspecified date. A mesh fling was reportedly inserted in the breasts and the same implants were used. No information was provided that indicated that the implants were removed. This medwatch form is for the right breast prosthesis.